Event description:
Iab was inserted w/0 difficutly. However, iab would not inflate fully. Iabp was also, experiencing gas leak alarms. Under fluoro, balloon was confirmed to be only partially inflating. Iab was exchanged. Ther were no associated pt complications